Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the end caps in question for the proximal femur. The end cap in question protruded from the nail by about 3mm and could not be inserted into the desired position. Although another end cap was used, same issue occurred. The surgeon checked with a screwdriver to see if the locking mechanism was engaged properly, the end cap could not be inserted. Therefore, the procedure was completed without inserting end cap. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it to be stripped from the treads, the issue can be related to the unable to assemble allegation. The reported allegation can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Tfn-advanced proximal femoral nailing system (tfna) - screw only se_847003 rev. Af page 105 and 106 endcap insertion is an optional procedure. The grooves on the insertion handle facilitate visualization of the nail position. The first, most distal groove represents the nail end. The subsequent distances between the grooves on the insertion handle represent 5 mm and correspond to the extensions of the end caps. End caps for femoral nails are available in extension lengths of 0 mm, 5 mm, 10 mm, and 15 mm. End caps fulfill two functions: preventing bone ingrowth into the nail and extending the nail if it is over inserted. If desired, end caps can be locked to the screwdriver. To do so, slide the retention pin through the back of the screwdriver until it stops. Further advance it by turning the pin clockwise, until its tip extends out through the tip of the screwdriver. Engage the screwdriver with the recess of the recon screw and thread in the retention pin to lock the screw to the screwdriver. Inserting the 0 mm end cap remove the connecting screw using the ball hexagonal screwdriver while leaving the insertion handle connected to the nail. Insert the 0 mm end cap using the screwdriver through the insertion handle. After the end cap is inserted, remove the insertion handle from the nail by pulling the insertion handle away from the nail. To prevent cross-threading, align the end cap with the nail axis and turn the end cap counterclockwise, until the thread of the end cap aligns with that of the nail. Turn the end cap clockwise to thread the end cap into the nail until it is fully inserted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was not performed because the mating device was not returned for evaluation. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number:8761p15 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09 jan 2024 manufacturing site: jabil bettlach expiry date: 01jan 2034 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.